Event description:
Patient had two hsv 1 positive tests (index values = 5.74 and 2.62) and two hsv 2 positive tests (index values = 1.31 and 1.17) on the diasorin hsv 1 and 2 igg test, followed up with a western blot which was negative for hsv 1 and 2. Date given is the western blot confirmatory test. Reference report: mw5116293.